Event description:
Tracker would not register when attached to instrument to be used in the procedure. Another disposible obtained. Second tracker registered and performed without issue.no patient harm.